Event description:
The reporter, reports that his wife continues to have pain after implant of the charite artificial disc. Surgeon implanted 2 charite discs (l4/5 & l5/s1) in 2005. Surgeon has taken no action at this time.

Manufacturer narrative:
The cause of the pt's pain cannot be determined and no definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device.